Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead had noise and the sensing integrity counter (sic) was elevated. Outer insulation abrasion was suspected. The lead remains in use. No patient complications have been reported as a result of this event.